Event description:
It was reported that a 4.0 cm cuff component of a replacement aus was perforated during insertion. This incident caused the implanting surgeon to abort the entire aus replacement surgery. The patient was subsequently discharged without any further issues.